Manufacturer narrative:
(B)(4). The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
(B)(6) reported that this rv lead had safety switched due to impedances greater than 2000 ohms. The patient had recently fallen and had shoulder surgery. The physician thought that the fall may have caused the lead issue.